Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Sepsis and death are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the patient on (B)(6) 2015 was implanted with a competitors right heart support due to right heart failure. On (B)(6) 2015 the patient was intubated due to respiratory insufficiency and signs of infection, requiring catecholamine's. On (B)(6) 2015 "htx" listing drawn back due to infection. On (B)(6) 2015 the patient was extubated but had to be re-intubated. Then on (B)(6) 2015, it was stated that there were no further therapy options, stopping catecholamine's was discussed with relatives. On (B)(6) 2015 the patient died due to cardiogenic shock with multi organ failure. No additional information provided. Investigation is ongoing

Manufacturer narrative:
Additional information received stated that the lvad worked properly and was not implicated in the event. Patient was admitted to the hospital due to left ventricular decompensation. It was further stated that the pump would not be returned to the manufacturer and that there would not be an autopsy done on the patient. Infection is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Based on the available information and due to the timing of the event as related to the implantation of the device, implant of the competitors rvad may have been the primary factor that contributed to the even together with clinical and patient factors with no indication of a relationship to any device performance or manufacturing issues. Although a definitive conclusion cannot be made, patient and clinical factors including comorbidities may have contributed to the event heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.